Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Hardware part(s) were replaced. The navigation system passed the system checkout and was found to be fully functional. The polaris spectra system control unit (scu) was returned to medtronic for further evaluation. The returned scu powered up with the amber fault light on. A check of the event log showed there were intermittent internal strober errors. Analysis determined there was an electrical failure with the returned scu. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the foot switch did not work due to a polaris spectra system control unit (scu) failure. The issue was resolved with a replacement. After the replacement, it was confirmed that the product worked normally. The reported issue occurred during preoperative preparation for a posterior spinal fusion surgery. It was unclear if there was patient involvement. It was noted that there was no extension of operation, there was no special treatment to the patient, and there was no adverse effect.